Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving gablofen (dose 980mcg/day, concentration 2000mcg/ml), the analysis initial printout report indicated that the patient was receiving lioresal (dose 987.2 mcg/day, concentration 2000 mcg/ml). The drug was being delivered via an implantable pump. The indication for use was intractable spasticity and cva (stroke) das system. The catheter connector was replaced because during a replacement surgery due to end of service, it was discovered that the connector was not properly connected (also reported as "not aligned correctly" to the pump. There was some question about the catheter, however, when the pump was turned down several days prior to the surgery, the patient became more tight and it was assumed that everything was working. It was noted that the issue was resolved. The patient status at the time of this report was "alive - no injury."